Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not yet returned.

Event description:
It was reported to vyaire medical that the vela ventilator has circuit disconnect error when trying to use the vela on a patient. The patient was immediately removed from the vent and was ventilated using bag valve mask.the customer confirmed that there was no patient harm associated with the reported event.